Event description:
Same case as: 2134265-2009-06991. It was reported that during a coronary drug eluting stenting treatment procedure, a stent damage occurred. The target lesion was located in the highly calcified right coronary artery (rca). The lesion was pre-dilated with a quantum maverick 3.5x20mm balloon multiple times at 20 atms. The physician advanced a taxus liberte' 4.00x20mm stent, but noticed the stent edges had been "disrupted" so the device was removed from the pt. Another taxus liberte' 4.00x20mm stent was advanced, but could not be deployed as the shaft of the stent delivery system snapped mid-shaft. The stent delivery system was removed from the pt. The lesion was ballooned two more times with the same quantum maverick balloon. Finally, a taxus liberte' 4.0x24mm stent and taxus liberte' 4.0x8mm stent were implanted at the lesion site. No pt complications were reported and the pt status is reported as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4).